Event description:
The customer reported the unit was overheating. They were experiencing a temperature sensor failure.

Manufacturer narrative:
The ge service rep found that temperature sensor was not working properly. He removed and replaced the temperature sensor.